Manufacturer narrative:
Report source: (B)(6). Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed ?does not recognize admin set". It was reported the therapy was started days earlier with no issues, the issue started days later even though the admin set had not been switched out.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found minor chip off in the front housing. The customer stated problem was not duplicated. Replaced sensor dso (downstream occlusion) and front housing. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.